Event description:
It was reported that the distal stent of two vascular stents that were placed in overlapping technique was found to be fractured and deformed two days post placement. The patient felt pain and the vessel was found to be re-occluded. A thrombolytic treatment was done. An additional procedure will be performed.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under #(B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have meet all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. The image provided confirms a twisting of the stent in the proximal section. Potential factors that could have led or contributed to the reported event have been evaluated. Similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, no irregularity of the stent structure was observed directly after stent release. On the basis of the information available, a definite root cause could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.